Event description:
A ventilator was returned to the manufacturer for routine periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "system leak verification: pressure drop over 10s" test step during testing. The technician recommended replacing the oxygen blending module sub- assembly to address the issue. No further investigation is required at this time. Additionally, the device's air inlet foam filter and particle filter were replaced to prevent failure. The device failed "fio2 sensor receptacle verification: energized: proximal pressure" due to accumulated dust in inline proximal filter therefore, inline proximal filter was replaced. The flow sensor was replaced due to confirmed dirt observed. After the replacement of the oxygen blending module sub- assembly and inline proximal filter final test was performed again, and it was confirmed that the device passed all final testing. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.

Manufacturer narrative:
The manufacturer previously reported to a ventilator returned to the manufacturer for routine periodic maintenance 1. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a "system leak verification: pressure drop over 10s" test step during testing. The technician recommended replacing the oxygen blending module sub- assembly to address the issue. No further investigation is required at this time. Additionally, the device's air inlet foam filter and particle filter were replaced to prevent failure. The device failed "fio2 sensor receptacle verification: energized: proximal pressure" due to accumulated dust in inline proximal filter therefore, inline proximal filter was replaced. The flow sensor was replaced due to confirmed dirt observed. After the replacement of the oxygen blending module sub- assembly and inline proximal filter final test was performed again, and it was confirmed that the device passed all final testing. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00. The oxygen blending module sub- assembly (obm) from the trilogy evo, o2, japan was returned to the manufacturer's product investigation lab (pil) for further evaluation. Pil tested the obm subassembly on the pil trilogy evo obm test station and the obm passed all testing. Pil concluded that the obm subassembly operates as designed.